Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cutting tip was sliding off and coming apart and the cutter hit the back of the eye caused unspecified damage during a pars plana vitrectomy and scleral buckle procedure. There was a harm to the patient.

Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the needle/stiffener assembly loose and the needle bent. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks and wear marks were observed at a couple locations along the inner cutter. Orange/brown foreign material was observed on the port face of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation indicated that the needle assembly was loose, which would have caused the needle assembly to come apart, as was reported. The root cause for the loose needle assembly is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is:(B)(4).